Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within two days of implant, the patient felt intermittent palpitations/diaphragmatic stimulation. The right ventricular lead was noted to be dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.